Manufacturer narrative:
Initial MDR 1888129 - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 26-apr-2024, it was reported that patient faced two kinked cannula events. Insertion site was at hip. Event occurred within three hours of insertion. Patient changed supplies as necessary and resumed insulin therapy. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.